Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During extracorporeal circulation in support of cardiopulmonary bypass surgery, the occlusion device would not open. It is possible that the user was unsure of the precise state of occlusion of the venous tubing. There were no adverse consequences to the pt as a consequence of this event.